Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial artery. The > 80% stenosed target lesion was located in the right coronary artery (rca). A 3.5-6 fr non bsc guiding catheter was placed. After a non bsc guide wire has crossed the lesion, predilatation was performed with a 2mmx15mm non bsc balloon catheter. Subsequently, a 28mmx3.50mm omega¿ stent was selected for use and advanced but failed to cross the lesion. After multiple attempts of crossing the lesion, the physician noted that the distal stent struts flared up. The device was immediately withdrawn from the patient. The procedure was completed with another predilatation using a non-bsc catheter, placement of a 28mmx3.50mm omega¿ stent and post dilatation with a 4.00mmx8.00mm non-bsc balloon catheter. Excellent outcome with timi iii flow was obtained. No patient complications were reported and the patient's status was stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an omega sds with stent. There was contrast in the inflation lumen and between the balloon folds. The balloon was tightly folded with the stent on the balloon between the markerbands. Microscopic examination revealed that the 5th through 8th row of stent struts were damaged with flared, bent and overlapping struts. Microscopic examination and tactile inspection presented no damage or irregularities to the inner and outer shafts. Microscopic examination presented no damage or irregularities to the tip. Microscopic examination presented no damage or irregularities to the balloon material or balloon bonds. Microscopic examination presented no damage or irregularities to the markerbands. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial artery. The > 80% stenosed target lesion was located in the right coronary artery (rca). A 3.5-6 fr non bsc guiding catheter was placed. After a non bsc guide wire has crossed the lesion, predilatation was performed with a 2mmx15mm non bsc balloon catheter. Subsequently, a 28mmx3.50mm omega&#10259;tent was selected for use and advanced but failed to cross the lesion. After multiple attempts of crossing the lesion, the physician noted that the distal stent struts flared up. The device was immediately withdrawn from the patient. The procedure was completed with another predilatation using a non-bsc catheter, placement of a 28mmx3.50mm omega stent and post dilatation with a 4.00mmx8.00mm non-bsc balloon catheter. Excellent outcome with timi iii flow was obtained. No patient complications were reported and the patient's status was stable. This product is only ous approved but it is similar to an approved us device.